Manufacturer narrative:
Attempt(s) to acquire information required for this form were made by gore.

Event description:
A patient has reported to gore that she is experiencing an allergic reaction and has an open wound four years after having undergone a breast augmentation procedure where gore-tex suture was allegedly used. The patient reported that she developed sores around her breast shortly after surgery. She also reported that in (B)(6) 2010 and in (B)(6) 2012, she underwent a surgical procedure where a piece of suture was removed. Additional, event specific information has bee requested but has not been made available.